Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted that the tubing was separated from the filter. The reported condition was verified. The cause is attributed to human error during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while attempting to prime a line with saline, there was a leak from the top of the filter where the two lines of a y-type set connect. The nurse went to check the connection and the top portion of the line disconnected. There was no patient involvement. No additional information is available.